Event description:
The patient reported that on two occasions over the past month the pump froze and the keypad buttons became unresponsive. The patient stated that on both occasions the issue was resolved by removing and reinserting the battery. The patient stated that he wears the pump on his belt and cleans the pump with a damp cloth as needed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/04/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be fully functional. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the pump lead screw was found to be practically void of lubrication.